Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol (B)(4), patient (B)(6): thrombus at distal end of graft on (B)(6) 2014, the patient underwent placement of a 26 mm x 105 mm tapered proximal component (ztlp-pt-26-105-ci3, lot # e2998846). The proximal edge of the graft material was deployed distal to the left carotid artery. The left subclavian artery was completely covered and was not revascularized. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Hypotension was induced. No spinal cord protection adjuncts were used. Analysis of the completion angiogram noted that the left subclavian artery was completely covered. The graft was patent with no evidence of kink, compression, or infolding. A type ii endoleak was noted. (B)(6) 2014 follow-up CT scan (one day post-procedure). Analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 21.6 mm. The patient was discharged from the hospital on (B)(6) 2014 (three days post-procedure). (B)(6) 2014 CT scan (91 days post-procedure). Analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 22.2 mm. (B)(6) 2015 CT scan (418 days post-procedure). Analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 19.9 mm. (B)(6) 2016 CT scan (782 days post-procedure). Analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 23.5 mm. New thrombus was present within the distal end of the graft. Patient outcome: no adverse events or secondary interventions related to the device have been reported for this patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: based on the imaging review it was possible to confirm the reported event. At the 26 months follow-up, linear thrombus is seen in the distal stent graft. This begins in an area of slight graft infolding between stents where the graft bends along the lesser curve. This slight infolding between stents is expected along a curved segment. The thrombus terminates at the distal stent graft where thrombus or, more likely, intimal hyperplasia is seen on the previous study at 14 month follow-up. It is not clear why there is stent edge hyperplasia at the distal graft. The distal tapered graft is appropriately sized to the aorta in this segment. Per the report, there was no post-dilation with a molding balloon that could have caused intimal injury. This relates to the clinical performance of the device. Iternal actions was initiated to address this problem. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.